Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 28jul2010 to present date 30oct2020 and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there was a production failure q6200115990 for flange stays absent, which does not correlate to the customer reported issue.

Event description:
It was reported that there was a missing segment on the rate display. There was no reported patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that there was a missing segment on the rate display. There was no reported patient involvement.